Event description:
It was reported that the ilet¿s screen was cracked and the user could not unlock the device; the user did not recall any drop or impact, and a replacement device was arranged with instructions to return the original and to sync data prior to shutdown and shipment. Symptoms included no reported adverse physiological effects or alarms. Outcomes included continued diabetes management using the user¿s cgm and phone or receiver until the replacement arrived. Investigation included remote troubleshooting and logistics review for device replacement and return. Investigation of this case revealed physical damage to the display assembly consistent with a cracked screen, leading to impaired user interface function without evidence of systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to handling or external stress of unknown origin.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.